Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon used four staplers during the procedure. The stapler was inserted and removed from the trocar approximately sixteen times, successfully. During the last removal, the seal of the trocar was noted be broken off. The current patient status is unknown. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The circular seal was disengaged from the device. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the condition can be caused by inserting an object or instrument through the port that is too big causing the seal to be disengaged. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.